Event description:
It was reported that the catheter balloon would not deflated, patient was then taken to radiology for a needle to be inserted through the abdomen to burst the balloon. This was performed by a radiologist using ultrasound. Exposure to urine is reported. Per additional information via email from ibc on 27aug2020, patient was having his catheter removed. The balloon would not deflate, valve cut to try and allow the water to escape, this did not work so patient was taken down to radiology for a needle to be inserted through the abdomen to pop the balloon. Catheter was then removed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon would not deflated, patient was then taken to radiology for a needle to be inserted through the abdomen to burst the balloon. This was performed by a radiologist using ultrasound. Exposure to urine is reported. Per additional information via email from ibc on 27 aug 2020, patient was having his catheter removed. The balloon would not deflate, valve cut to try and allow the water to escape, this did not work so patient was taken down to radiology for a needle to be inserted through the abdomen to pop the balloon. Catheter was then removed.